Event description:
Information received by medtronic indicated that the insulin pump did not detect battery even though it keeps changing new battery. The insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged that the pump does not detect the battery and cosmetic damage located on an unspecified location found on march 16, 2021. The pump was received with a blank display after battery installation. The blank display is due to misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, download trace/history files using thus, or verify battery failed alarms due to blank display. The pump was cut open to perform visual inspection and no damage or moisture damage noted on the electronic assembly (electrical board 1 and electrical board 2), motor, or force. The pump was also, received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing retainer, missing reservoir tube o-ring, partially broken reservoir tube lip, missing display window cover, serial number label faded, end cap address label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display and cosmetic damage on the battery compartment, battery tube threads, missing retainer, and partially broken reservoir tube lip are confirmed. The blank display is due to misaligned battery tube, unable to confirm battery failed alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom